Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 6.8mmol/l. It was stated that the device also was stuck in the prime loop. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.